Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage I dont need to worry about pieces left behind/ improperly removed (pulled out)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), mood altered ("moods are more stabilized"), complication of device removal ("they were improperly removed (pulled out)"), menstrual disorder ("healing was faster- no period"), pelvic pain ("no pain") and sexual dysfunction ("sex is better") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (essure removal- hysterectomy). Essure was removed. At the time of the report, the device breakage and complication of device removal outcome was unknown, the hormone level abnormal, mood altered, menstrual disorder and pelvic pain had resolved and the sexual dysfunction was resolving. The reporter considered complication of device removal, device breakage, hormone level abnormal, menstrual disorder, mood altered, pelvic pain and sexual dysfunction to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage-I dont need to worry about pieces left behind/ improperly removed(pulled out)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), mood altered ("moods are more stabilized"), complication of device removal ("they were improperly removed (pulled out)"), menstrual disorder ("healing was faster- no period"), pelvic pain ("no pain") and sexual dysfunction ("sex is better") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (essure removal- hysterectomy). Essure was removed. At the time of the report, the device breakage and complication of device removal outcome was unknown, the hormone level abnormal, mood altered, menstrual disorder and pelvic pain had resolved and the sexual dysfunction was resolving. The reporter considered complication of device removal, device breakage, hormone level abnormal, menstrual disorder, mood altered, pelvic pain and sexual dysfunction to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.